Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted that the helix was extended and dried blood/body fluids were noted in the helix housing. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. The lead was x-rayed and confirmed that the inner conductor coil was very stretched. The functionality of the helix could not be tested as any forces/torques applied would have most likely caused the coil to fracture. Analysis determined that the helix issues observed in the field were due to the stretched inner conductor coil.

Event description:
Boston scientific received information that this lead was not successfully implanted due to helix issues. No adverse patient effects were reported. The lead was explanted and returned for analysis.